Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he had to change his site twice because of his blood glucose level not going down. Blood glucose value was 190 mg/dl; last reading is 242 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. Current tubing has no air bubbles and no insulin leak was found but customer stated that prior set had an air bubble in the cannula. Insulin did exit the tubing with manual prime. Time and date were correct and he declined to check the settings. Insulin pump passed the high pressure test. Customer wishes to try a different infusion set type. Nothing further reported.